Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin which is off label per the user guide. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.